Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 36mg/dl. It was stated that the customer had seizures and passed out in the car. The customer stated that her doctor did the troubleshooting with her. The customer's most recent glucose reading was 156mg/dl. No further info was provided.